Event description:
It was reported that magnesium solution would not pass through a clearlink system secondary medication set while being used a spectrum iq infusion pump and primary tubing; further described as "bag was not running". This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.